Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed dat test at 0.08735 inches. Pump error 63 alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on keypad assembly. Unit received with corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure. Customer's blood glucose level was 489 mg/dl. Customer states alarm repeat after several self test. Customer states they were hospitalized due to high blood glucose. The insulin pump will not be returned for analysis.